Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having charging issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that no further course of action at this time.

Event description:
A report was received that the patient was having charging issues. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient was having difficulty charging.

Event description:
A report was received that the patient was having charging issues. The patient will undergo an ipg replacement procedure.